Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon evaluation, there was contamination on the j1 battery connector pins. The cause of the resets is an intermittent connection at the battery connector pins. The cause of the intermittent connection is contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.